Event description:
It was reported that the user experienced a blood glucose low of 48 mg/dl after turning off and disregarding pump alarms, and self-administered glucagon to treat the hypoglycemia without requiring ems or hospitalization. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention because medication was required. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper method and alarm management, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user reported education to resume alarms and respond promptly to alerts.